Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting, the occlusion was possibly found to be within the cartridge. A new cartridge was loaded to address the event. Customer's blood glucose (bg) was 229 mg/dl. Additionally, it was reported that the customer experienced a low bg of 43 mg/dl. Customer addressed bg with milk. Reportedly, customer believed the pump settings need to be adjusted and customer contacted a healthcare provider regarding pump settings.